Event description:
It was reported that pump screen was dark and would not turn on even though red light flashed and pump beeped and vibrated at regular intervals. There was no adverse impact to the customer¿s blood glucose level. Customer tried button press and charging steps without success, so technical support arranged pump replacement, confirmed shipping address, provided storage and return instructions, and customer planned to use replacement pump as backup therapy.